Event description:
It was reported that the customer has passed away at a hospital. The cause of death was suicide. On (B)(6) 2015, the customer was hospitalized because of the act of suicide. The customer's blood glucose at the time of death was unknown. However, the last recorded blood glucose value in the glucose meter was 184 mg/dl on (B)(6) 2015 at 09:46 pm. The caller stated that customer was wearing the insulin pump during the act of suicide but it was removed when the customer was hospitalized on (B)(6) 2015. The customer was not using sensors and was not wearing one at the time of death. The caller declined to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.